Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned and replaced due to high pacing impedance suspected to be caused by a lead fracture. No additional adverse patient effects were reported.